Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had multiple issues that had occurred since they were implanted with the permanent implantable neurostimulator (ins) system. They stated that when the stimulation was on, ¿everything is worse¿. The patient was not feeling well and they had been really sick. It was noted that they were implanted for urinary control, but they have had diarrhea since implant. This got better with the stimulation off. The patient¿s target symptoms were worse than baseline and they experienced urinary retention. They also stated that they felt the stimulation in the target bike seat area but also felt tingling in their legs and feet. The tingling sensation remained even with the stimulation was lowered or turned off completely. In addition, it was reported that their ¿belly¿ and fingers were swollen ¿like water is coming out¿. The permanent ins system was implanted on the right side (even though the trial was only effective on their left side) and made their symptoms worse. As an action taken prior to report, the patient had tried lowering the amplitude and turning the stimulation off as a mitigation for the issue. The patient mentioned that they were told by their healthcare professional (hcp) that the permanent system would work better than the trial but now they wished they were not implanted. The patient was to follow up with their hcp of the issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.